Event description:
It was reported that the cartridge blocked and suspended delivery. There was no reported impact to the customer¿s blood glucose level. The customer declined to troubleshoot issue with the pump.